Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported about a year ago the patient's pump became loose and was moved from the lower stomach to a location higher up. Additional information has been requested, but had not been received as of the date of this report.